Event description:
It was reported to philips that the device had an intermittent connection with the hands free pads. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.